Event description:
Device 2 of 2, mfg report reference: 1627487-2019-03903. Follow up information received regarding patient information.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg reference report: 1627487-2019-03903. It was reported that the patient experienced ineffective stimulation. The patient underwent surgical intervention and had the system explanted.